Event description:
It was reported that a patient underwent a pelvic floor repair procedure and a sling procedure in 2008. At postoperative appointments, the patient was told that areas of the mesh had not healed. During the next several months, she experienced spotting. In early 2009, her yearly pelvic exam and pap was completed and the patient was given a possible diagnosis of vaginitis for the continued spotting. Three days later, the patient called her doctor's office to indicate that she felt a bladder infection coming on. When the patient gave a urine specimen, a bladder infection was confirmed and the patient was given antibiotics. During the next ten days, the symptoms of infection worsened and the patient made several trips to doctor's office, urgent care, and emergency room and was catheterized. During this time, the patient was treated for a urinary tract infection. Then, the patient could not urinate and was catheterized. Three days later, an ultrasound was performed. A week later, the pt went into the emergency room with severe pelvic pain. A CT scan with contrast noticed a blockage in the pelvic region. Surgery was performed the next day, and it was discovered that the area of mesh that had not healed was totally infected causing inflammation of the entire pelvic region. As this time, an area of infected mesh was removed. The lower region was very swollen and the doctors felt this surgery would help with the kidney malfunction she was also experiencing. The pt was released from the hospital and the very next day started retaining fluids and was unable to void completely. The pt was re-admitted and a week later, and an attempt to insert stents was unsuccessful as the urologist was unable to obtain access because the area was too swollen and infected. The pt was referred to another hospital where an interventional radiologist put the stents in from the back. The kidney stents were placed the following month, in two separate procedures. A CT showed the whole pelvic area to be inflamed, and it also showed four to five suspicious nodules on both lungs. The physicians were unable to determine where the possible tumor was due to severe swelling in pelvic region. The pt was also treated her for blood clots in her leg, kidneys, and lungs. The pt was released five days later. The pt had CT scans of all impacted areas the following month. The report confirmed that earlier CT scans had shown a large mass in pelvic region that they suspected was malignant and had metastasized to her lungs. Four days later, the pt went to the hospital for a biopsy of tissue in pelvic region and a biopsy of a lung nodule. Official pathology results found no cancer but inflammatory in nature. The urologist performed a scope procedure which revealed the mesh was "shredding apart and floating in the body". The severe cough for three months was determined to be related to the infection from the mesh. Eight days later, a urologist performed surgery trying to get as much of the mesh out as possible. After surgery, it was reported that much damage had been done to multiple organs. The pt was advised that she would most likely need a complete hysterectomy and bladder reconstructive surgery. The pt was sent home with a catheter in place with a diagnosis of malakoplakia caused from a reaction to the mesh erosion. Future treatment plans will be discussed in one month.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.